Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device was not returned for examination. Fracture of the stem is confirmed through a provided third party report and photographs. The root cause is attributed to material fatigue. No material or manufacturing defects were observed in the titanium s-rom femoral stem that could have contributed to fracture initiation and/or propagation to failure. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : based on the information provided no material or manufacturing defects were observed in the titanium s-rom femoral stem that could have contributed to fracture initiation and/or propagation to failure. A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device was not returned for examination. Fracture of the stem is confirmed through a provided third party report and photographs. The root cause is attributed to material fatigue. No material or manufacturing defects were observed in the titanium s-rom femoral stem that could have contributed to fracture initiation and/or propagation to failure. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: based on the information provided no material or manufacturing defects were observed in the titanium s-rom femoral stem that could have contributed to fracture initiation and/or propagation to failure. A manufacturing records evaluation (mre) was not performed.,the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed in 2008 via tha (the date was unknown). It was reported that the revision surgery was scheduled on (B)(6) 2020 which was caused by the stem¿s breakage at the side of proximal sleeve without falling or anything. The surgeon thought difficulty in removing. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reco.nstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  patient code: no code available (3191) is used to capture insufficient information and device revision or replacement. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.